Event description:
Medtronic (covidien) received information that two alligator retrieval devices were unsuccessful in removal of a pipeline device. The distal segment of the pipeline did not expand upon full deployment. Manipulations to expand this segment were unsuccessful. Attempts to re-access with 0.014 wires were also unsuccessful. The distal aspect of the system was engaged with an alligator on two occasions with two separate alligator devices. Both alligator devices were reported not to have sufficient strength to allow withdrawal of the pipeline. As a result, the patient's left internal carotid artery was embolized with coils. The patient's discharge diagnosis was left internal carotid artery (ica)/middle carotid artery (mca) distribution ischemic infarction secondary to embolization. The alligators were discarded at the site. Medwatch # mw5039934. MDR # 2029214-2015-00685.

Manufacturer narrative:
The device was not returned for analysis as it was discarded. The lot history record review was not possible since the lot numbers were not reported. Reference (B)(4).